Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed the issue today during the battery change, and the battery cap keeps popping off. The customer tried another battery, but a second battery would not allow the cap to fit down snugly. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the install battery cap, and there was no damage to the battery cap. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was received with incorrect battery cap belonging to ngp case type instead of ngp prime case type. Proceeded to use proper battery cap belonging to ngp prime and new battery. Unit powered on successfully and battery cap remained in place. Unit was received with the following cosmetic damages: scratched case, pillowing keypad overlay, and cracked keypad overlay. In summary, customer allegations for battery cap popping off were confirmed when unit was received with incorrect battery cap belonging to ngp case type instead of ngp prime case type. Unit otherwise tested successfully and functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.